Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the liner material of the vizigo was torn off the inner walls of the sheath. Initially reported abnormalities noticed on the octaray mapping catheter splines when removing it from the vizigo at the end of the procedure. It appeared as if one of the splines had a string coming off of it. All electrodes were still connected and intact after inspection. The vizigo was also included in this complaint as it was unclear which device was at fault. The octaray mapping catheter was not in the body during ablation. It was exchanged in the vizigo twice in total and the abnormality was not noticed. No patient consequence. Additional information 03-mar-2025. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. No lifted or sharp rings that could be detected with the naked eye. The insertion tool was used during the procedure. The needle was not pre-shaped previously to be inserted into the sheath. The needle product details were not known. The issue of the string coming off of the octaray mapping catheter when removing it from the vizigo was assessed as MDR reportable under the octaray mapping catheter (manufacturer report number 2029046-2025-00649). The biosense webster, inc. Product analysis lab received the vizigo sheath for evaluation and per the evaluation completion on 02-jul-2025 found the liner material of the vizigo was torn off the inner walls of the sheath. The bwi product analysis lab became aware of the liner material of the vizigo was torn off the inner walls of the sheath on 02-jul-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 04-mar-2025. A visual inspection, and microscopic examination of the returned device was performed following j&j procedures. Visual inspection in the lab revealed no damage or anomalies on the device. Afterward, the dilator was introduced and unusual resistance was felt in several sections of the sheath. Due to the customer reported abnormalities on the octaray splines when removing it from the vizigo, the shaft was inspected from the inside and the liner material of the vizigo was found torn off the inner walls of the sheath. After that, the shaft was dissected and scratches on the internal polytetrafluoroethylene (ptfe) liner of the shaft were observed at the area where the resistance was felt. No other unusual condition was observed along the sheath. The detachment of ptfe could be related to the damaged electrode on the octaray while both devices were used during the procedure. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage inside the shaft could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the torn off material could be related to the interaction of the catheter with the sheath when both devices were used during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).